Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin continue to dripped after motor stopped during the manual prime process. The customer blood glucose level was 286 mg/dl. Customer reported that there was a gap between the piston and the bottom of the reservoir. Customer also reported that insulin continues to drip after letting go of the act button during the prime process and not wearing the pump during priming. Customer stated that insulin did not continue to drip after letting go of the act button and motor slowed down and numbers ramped up on the screen. The customer reported compromised force sensor system alarm in history on july, 8 at 3.35 am. The insulin pump had motor error alarm. Customer reported the drive support cap appears normal. Customer did not report motor position encoder error. Customer was able to complete pump rewind. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. The customer was assisted with troubleshooting. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected a33 alarm anomalies noted. Insulin pump primed properly. No motor error alarm noted. Motor passed motor test. The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.